Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Inspection and testing found system logs showed evidence of a memory verification failure in the logs. There were no visual abnormalities noted. A knocking noise was heard during initialization. After taking apart the handle, the articulation motor was found to be loose. It was reported that the device was noisy and had an error message. An associated device issue was confirmed. The most likely root cause was determined to be the result of a software error. During initialization the signia software creates a known memory pattern in the form of many large arrays. Periodically the memory pattern is compared against that created at initialization. If it is not matching a memory fence error occurs and further operation is prevented. This could cause the handle to unexpectedly stop functioning. Improvements have been initiated to mitigate this issue. Additionally, the investigation detected an unreported condition of loose motor screws that has no relationship to the reported condition. The connection between the motor output shaft and trilobe coupler was not impacted. The most likely root cause was determined have occurred during manufacture. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, when parts of the liver were removed, with the instrument eight magazines were fired, the device came to a whistling noise and a fault indication of the power handle error on the display. They used a second handle with the same adapter and a new cover to complete the case. There was no patient injury.